Manufacturer narrative:
A supplemental report is being submitted for a correction. Corrected fields: h1 type of report: updated to serious injury additional codes: imf code was updated to f08 b1 adv event/product problem updated this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was dropped and the ventricular assist device (vad) driveline became disconnected. The patient r econnected the driveline and noted that the driveline connector cover was difficult to move back from the connector, resulting in a longer vad disconnection time. The patient presented to the hospital and the driveline connector cover was observed to be moved without issue. The controller was indicated to have loose connections at the power ports and driveline port. The patient experienced lower flows post bag drop. The controller was exchanged. The vad and driveline cover remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller was returned for evaluation. The pump and associated driveline cover were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of con401637 revealed that the device passed visual examination and functional testing. As a result, the reported controller power port and driveline port loose connections event was not confirmed. Log file analysis revealed two (2) vad disconnect alarms on (B)(6) 2021 at 05:52:24 and 05:53:25, indicating physical disconnections of the driveline from the controller. An electrical fault alarm was then logged at 05:56:02 due to the rear stator not being connected, resulting in single stator operation. Three (3) vad stopped alarms were logged at 05:56:08, 05:56:36, and 05:56:40 due to open phases on both stators. An additional electrical fault alarm was logged at 05:57:07 due to the front stator not being connected, and three (3) additional vad disconnect alarms were logged at 05:57:25, 09:33:38, and 10:13:00, indicating physical disconnections of the driveline from the controller. Review of the available log files and autologs report revealed a decrease in power consumption and estimated flows starting (B)(6) 2021 and 778 low flow alarms since 26-aug-2021. Additionally, eight (8) suction alarms were logged since (B)(6) 2021. Of note, raw log files after the controller (con401637) was in use on (B)(6) 2021 were not available for analysis. As a result, the reported driveline disconnection and low flow events were confirmed. The reported difficulty moving the driveline cover event could not be confirmed due to insufficient evidence. Of note, it was reported that, when the patient presented to the hospital, the driveline cover was able to be moved without issue. Based on the available information, the most likely root cause of the initial difficulty moving the cover may be attributed, but not limited, to the handling of the device. The most likely root cause of the vad disconnect alarms can be attributed to the dropping of the controller, as described in the reported event details, as well as physical disconnections of the driveline from the controller during troubleshooting. Based on risk documentation and the available information, possible causes of the reported electrical fault alarms and observed vad stopped alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. A marginal connection between the driveline connector and controller may have contributed to the reported ¿loose connection¿ at the driveline port. Based on the risk documentation, possible causes of the reported low flow event and observed suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Additional products: d4: serial or lot#: con401637 d9: yes, return date: 22-oct-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c23, c04 h6: FDA conclusion code(s): d11, d15 d4: serial or lot#: unknown - driveline boot cover h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for newly added b5 and fdd, img codes. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient with lower flows post bag drop.

Manufacturer narrative:
A supplemental report is being submitted for additional information and event details related to a motor start outside of the typical range identified during a retrospective data file review. A correction was made for electrical faults (b5 and h6 device codes). Investigation for this event has been re-opened and a supplemental report will be sent upon its completion if additional updates are made. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that electrical fault alarms occurred and retrospective review of data files revealed a motor start event with parameters outside of the typical range. The vad is part of the general population.

Manufacturer narrative:
A supplemental report is being submitted for a correction. Additional products: driveline cover d4: model #: 1175/catalog #: 1175/lot #: r019845. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as the codes and investigation summary was revised. Additional products: serial# (B)(6) d9: yes h3: yes lot# r019845 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the ventricular assist device (vad) ((B)(6)) and associated driveline boot cover (lot no. R019845) were not returned for evaluation. The controller ((B)(6)) was returned for evaluation. A review of the driveline boot cover inspection records confirmed that the associated device met all requirements for release. There was no evidence that the driveline boot cover had previously been serviced. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed visual examination and functional testing. Internal visual inspection of the controller revealed no anomalies. As a result, the reported controller power port and driveline port loose connections events were not confirmed. Log file analysis associated with (B)(6) revealed two (2) vad disconnect alarms on (B)(6) 2021 at 05:52:24 and 05:53:25, indicating physical disconnections of the driveline from the controller. An electrical fault alarm was then logged at 05:56:02 due to the rear stator not being connected, resulting in single stator operation. In addition, log files revealed three (3) vad stopped alarms were logged at 05:56:08, 05:56:36, and 05:56:40 due to open phases on both stators. Log file analysis also revealed one (1) additional electrical fault alarm was logged at 05:57:07 due to the front stator not being connected, and three (3) additional vad disconnect alarms were logged at 05:57:25, 09:33:38, and 10:13:00, indicating physical disconnections of the driveline from the controller. Review of the event log file revealed a motor start event recorded on (B)(6) 2021 at 06:02:46, in which the motor start parameters were atypical. Review of the available autologs report associated with (B)(6) revealed a decrease in power consumption and estimated flows starting (B)(6) 2021 and seven hundred seventy-eight (778) low flow alarms since (B)(6) 2021. Additionally, log files revealed eight (8) suction alarms were logged since (B)(6) 2021; the suction events are additional findings, not related to the reported event. Of note, raw log files after the controller ((B)(6)) was in use on (B)(6) 2021 were not available for analysis. The reported atypical motor start parameters, driveline disconnection and low flow events were confirmed. The reported difficulty moving the driveline cover event could not be confirmed due to insufficient evidence. Of note, it was reported that, when the patient presented to the hospital, the driveline cover was able to be moved without issue. Based on the available information, the most likely root cause of the initial difficulty moving the cover may be attributed, but not limited, to the handling of the device. The most likely root cause of the vad disconnect alarms can be attributed to the dropping of the controller, as described in the reported event details, as well as physical disconnections of the driveline from the controller during troubleshooting. Based on risk documentation and the available information, possible causes of the reported electrical fault alarms and observed vad stopped alarms can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. A marginal connection between the driveline connector and controller may have contributed to the reported ¿loose connection¿ at the driveline port. Based on the risk documentation, possible causes of the reported low flow event and observed suction events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller was dropped and the ventricular assist device (vad) driveline became disconnected. The patient r econnected the driveline and noted that the driveline connector cover was difficult to move back from the connector, resulting in a longer vad disconnection time. The patient presented to the hospital and the driveline connector cover was observed to be moved without issue. The controller was indicated to have loose connections at the power ports and driveline port. The controller was exchanged. The vad and driveline cover remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the circumstances around the drop and the boot cover lot number of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional products: heartware ventricular assist system ¿ controller 2.0, model #: 1420/ catalog #: 1420/ expiration date: 31-aug-2019 / serial #: (B)(4) UDI #: (B)(4) available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 15-aug-2018 labeled for single use: no (B)(4). Heartware ventricular assist system ¿driveline boot cover, model #: unk/ catalog #: unk/ expiration date: unk / lot: unk UDI #: asku, available for eval: no, evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: unk, labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.